Event description:
It was reported the patient had lactosorb screws implanted for a brow lift on (B)(6) 2010. The patient came in the following day for a check up, where doctor noticed one eye was droopy. Determined the screw had broken, and implanted another screw. No further complications have been reported.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Product is resorbable, therefore the broken screw was not explanted from the patient, and was not returned for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.